Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that air made it past the air-in-line sensor and down the tubing but didn't alarm. There was patient involvement, but the impact is unknown.

Event description:
It was reported that air made it past the air-in-line sensor and down the tubing but didn't alarm. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? And manufacturer narrative. Annex a: a040502 , annex b: b01, b14, annex c: c0503, annex d: d08, annex g: g02017. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device not alarming for air in line was not confirmed through log analysis of the device logs and was not replicated during laboratory testing. The inspection and testing process did not identify any malfunctions. The inspection of the suspect pump module revealed no obvious issues or anomalies with the returned device that could be linked to the reported complaint. All inspected components were manufactured by bd. The results from the air in line threshold testing demonstrated the source pump module successfully passing single air bolus detection and an accumulated air detection testing. Based on the test results, the source pump module was operating as intended and within specification. The log review of the suspect pump module error logs showed no relevant errors to the reported complaint. Log analysis showed that the device was programmed manually via guardrails. During the log review it was observed that on 18feb2026 pump module s/n (B)(6) was the last device that had alarmed air in line, three consecutive times were observed after the user repeatedly selected restart on the infusing module with no door opened (meaning that the administration set was not removed) alarms registered. On the observed date of the event, the last infusion programmed observed was at 2:55 pm on suspect pump module s/n (B)(6). The alaris system user manual (v12.3), states that the clinician must ensure that air is expelled from line prior to beginning infusion and incorporate the use of a 0.2 micron in-line filter when clinically appropriate for high-risk patients for example, low, very low, and extremely low birth weight neonates. Air reaching the patient could have serious consequences, such as: decreased oxygenation, seizures, arrhythmia, cardiac and/or respiratory arrest. Minimizing air in the line is particularly important for low, very low, and extremely low birth weight neonates. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device not alarming for air in line could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be working within specification and no fault was found. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.